Manufacturer narrative:
Sample device was returned for evaluation. Investigation is in progress. A follow-up report will be provided once completed.

Event description:
PICC catheter snapped at the hub while still attached to patient. Remainder of the catheter had to be removed by md and another IV access site was needed for the nicu baby.